Event description:
During a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The physician deployed the taxus express2 8.8% stent successfully and upon deflation, the balloon was sticking to the stent. The physician is not sure if the balloon completely deflated, and was unable to get a good view of the balloon. The physician was able to free the balloon from the stent by reinflating the balloon, deflating it and pulling negative twice. The physician then deep-seated the guide catheter to remove the balloon. There were no reported pt injuries or complications.